Event description:
It was reported that the patient presented for follow-up after receiving inappropriate therapy due to oversensing. Lead dislodgement was found via x-ray. Lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.